Event description:
Orthodontist stated that during the debonding of clarity ceramic brackets, all of the brackets debonded easily except for the bracket on pt's upper left second bicuspid tooth. After debonding, orthodontist observed that a piece of enamel down-to-dentin had fractured during the debonding. Orthodontist stated the pt's tooth has been repaired with composite.